Event description:
It was reported the patient's skin was stripped during device removal. The patient sought medical treatment and was advised to use a dressing on the area of stripped skin. No further patient complications were reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations and adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.